Manufacturer narrative:
This info was not provided during initial report. Additional info has been requested. Synthes is unable to determine MFR site or MFR date without a lot number. Synthes is unable to determined 510(k)# without a part number or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Maude event report received. During a procedure for a foot deformity, the tip of the cannulated screw broke off in the calcaneus and could not be retrieved.